Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient morphology/pathology (disease progression) and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: on (B)(6) 2017, the patient returned with increased mitral regurgitation (mr), grade 3-4, which was due to progression of disease. The initial clip was confirmed to be stable on both leaflets. There was no chordal or leaflet damage observed. An additional mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr to less than 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat mixed mitral regurgitation (mr). On an un-specified date, the patient returned with deterioration of the mitral valve, and an additional mitraclip procedure was performed for treatment. One clip was implanted. No additional information was provided.